Event description:
Pt was admitted for chemotherapy. The nurse flushed the catheter and noted an unusual sound and could not withdraw blood. She sent the pt for x-rays and it was noted that the catheter portion of the port had dislodged from the port and migrated toward the right atriuminvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: inherent risk of procedure. Conclusion: device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was not destroyed/disposed of.